Event description:
A healthcare professional reported that the trocar started leaking during surgery. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause will be assessed upon completion of the investigation. (B)(4).